Manufacturer narrative:
Reported event: an event regarding an inaccurate resection involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: -device history review: a review of the DHR associated with rio 112 found the pt review successfully passed, all associated nprs have been closed. -complaint history: based on the device identification the complaint databases were reviewed from 2011 to present for similar reported events regarding an inaccurate resection. There were 7 other reported events ((B)(4)). Conclusion: the session and vp log data from the case was reviewed. An analysis of implant planning, the checkpoints values, bone registration values, rio registration values, and bone preparation checkpoints values and resection visuals was completed. The data at this time shows all system verification values were within tolerance; the mako operated as expected. The resection view confirmed that the surgeon was able to remove bone on the lateral anterior part of the tibia. No system defect or malfunction is suspected.

Event description:
After completion of burring, the surgeon commented that there was still a small ridge of bone medially on the tibia that the burr hadn¿t been removed. He removed the excess bone and impacted the tibial baseplate trial. He commented that the burring seemed to go into the tibial spine further than the surgical plan indicated it should. He also said that the tibial baseplate seemed to be shifted laterally more than the plan. He stated that he didn¿t think the tibial array had moved during burring. He inserted the implants and the knee seemed fine. His concern was that the tibial baseplate position appeared more lateral than the plan called for.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After completion of burring, the surgeon commented that there was still a small ridge of bone medially on the tibia that the burr hadn¿t removed. He removed the excess bone and impacted the tibial baseplate trial. He commented that the burring seemed to go into the tibial spine further than the surgical plan indicated it should. He also said that the tibial baseplate seemed to be shifted laterally more than the plan. He stated that he didn¿t think the tibial array had moved during burring. He inserted the implants and the knee seemed fine. His concern was that the tibial baseplate position appeared more lateral than the plan called for.